Event description:
On (B)(6) 2014, the reporter contacted animas, alleging that the pump was experiencing shorter than expected battery life. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 11/25/2014 with the following findings: the complaint could not be duplicated or confirmed. A review of the pump¿s black box data revealed a low battery warning (cs 177) due to normal battery wear. There was no evidence of short battery life observed. The returned battery cap and test cartridge cap were used to complete the investigation. The electrical current draws measured within specifications. The pump was opened and no evidence of damage was found inside the pump. Unrelated to the initial complaint, the battery compartment was cracked and the display screen was dim and discolored.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.